Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported the customer had physical damage to their insulin pump. The customer stated they had scratched their insulin pump against a concrete wall. The customer stated the location of the scratches were against the insulin pump's screen. The customer's blood glucose was 213 mg/dl. The customer reported that they were still able to read the insulin pump's screen and the insulin pump was still functional. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.